Event description:
It was reported, that the patient reported receiving inappropriate therapy. It was observed, that the right ventricular (rv) lead pacing impedance was high. Close to the upper limit of a normal range and the gradual increase may have been related to patient anatomy. The rv lead was explanted and replaced. The patient was stable.